Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 143 mg/dl. The customer continued to use the pump for insulin therapy.